Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, when researching spelling of implant recipient's name, an obituary was found for the patient 22 days after surgery. Onxm-27/29 serial number (B)(4), implanted (B)(6) 2018, date of patient death: (B)(6) 2019.

Manufacturer narrative:
The manufacturing records for the onxm-27/29 sn (B)(4) were and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review of the available information was performed. Based on the limited available information there is not enough information to say what, if any, relationship this event had to the valve. Nevertheless, the instructions for use (IFU) list death as a potential complication following mitral replacement. Root cause for this event is unknown. However, there is no suggestion, evidence, or indication that the valve was functionally deficient. The manufacturing records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk; therefore a CAPA evaluation by the CAPA department is not warranted at this time. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, no further action is warranted at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to initial reports, when researching spelling of implant recipient's name, an obituary was found for the patient 22 days after surgery. Onxm-27/29 serial number (B)(4), implanted (B)(6) 2018, date of patient death, (B)(6) 2019.